Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing. The field suspected the electrode may have fractured, however this has not been confirmed at this time. No changes have been made and the electrode remains in service. No adverse patient effects were reported.